Event description:
During an open abdominal procedure performing a right hemicolectomy, a ligasure was used to dissect the mesentery surrounding the colon. It cut but did not seal the divided tissue resulting in bleeding. After clamping the bleeder that was caused by the initial cut, the surgeon re-evaluated the ligasure device and determined that it was not working correctly. The current ligasure device was replaced by another like unit which worked without incident throughout the remainder of the procedure. Dates of use: (B)(6) 2013.